Event description:
The core impaction drill overheated during testing performed by MFR's quality assurance team. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed wide spread corrosion damage was noted within the internal components of the device.